Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53, pump error 15 and pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed for pump error 15, 23 and 53 alarms and the customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1885 was requested for return and customer has returned the device.

Manufacturer narrative:
The pump passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 23 noted during testing. Aa battery was taken out the pump and no unexpected pump error 23 alarms noted before the 10 min mark. Successfully downloaded history files and traces using thump. No fatal critical alarms or three consecutive critical handling alarms found in the history files or traces. Pump error 53 alarm confirmed (linenumber: 709, filenumber: 1216) on 09/13/2024 22:52:52.000 until 23:47:53.000. Per engineering troubleshooting guide, it was determined that pump error 53 (esf (B)(4), file/line=709/1216) was triggered by a software issue since the handle for gst device was not found. Pump error 15 (linenumber: 442, filenumber: 38) occurred on 09/13/2024 18:45:09.000. Per engineering troubleshooting guide, it was determined that pump error 15 (inverse_check) (filenum/linenum=38/442) was triggered in the sf driver critical data failed ¿ suspecting hw ( memory corruption). Pump error 23 occurred on 09/13/2024 18:45:09.000. Per engineering troubleshooting guide, it was determined that pump error 23 was triggered on the pump startup since ram test failed ( bad crc)- suspecting hw (memory corruption). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The test sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratches on case. Pump error 15 and pump error 23 alarms were confirmed in the pump history on 13-sep-2024 due to hardware issue, problem isolated to the electronic assembly. Pump error 53 confirmed in the pump history on 13-sep-2024 due to software issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.